Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced interconnect cable single board computer pcb and hard drive. Also found c-arm orbital brake damaged. Replaced brake pad. Reloaded all software and calibrated. Ran full functional check. The system was treated and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 experienced communications failure on initialization. Subsequent attempts would remedy the problem. There was no patient information or involvement reported.